Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04469, 0001822565 - 2018 - 04470, 0001822565 - 2018 - 04444. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision on an unknown date due to unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to the limited information provided. Device history record (DHR) review was unable to be reviewed as the lot number was not provided. Root cause could not be determined. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.